Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22341. It was reported that the patient's right atrial and right ventricular leads exhibited insulation breaches. The leads were removed and replaced. The patient was stable.